Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer advises one foot board has the edge banding coming off. MDR filed

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.